Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted device was not released by the facility and will not be returned.